Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, the device was found to be within the expected longevity. The device's functionality was tested on the bench and automated electrical system and no anomaly was detected.

Event description:
It was reported that signs of early battery depletion were observed. Hence, the device was explanted and will not be returned.